Event description:
Physicians reported to another country department of health and ageing and to bausch and lomb that a male tourist from the united states experienced fungal keratitis in his left eye after using renu multiplus multi-purpose solution. It was reported that the patient purchased the product in another country and used it for five days. In 2006, he presented to an ophthalmologist with ocular soreness and redness. The patient had a central infection which will probably result in permanent damage. Blankophor smears of corneal scraping from the patient's left eye revealed septate hyphae. The patient's left eye and left contact lens were positive for fusarium. The patient's right eye and contact lens solution tested negative. No cultures were taken from the patient's lens case. Physician was not able to determine the final outcome as the patient subsequently returned to the united states.

Manufacturer narrative:
Bausch and lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation was that renu multiplus formula is effective, meets all performance criteria and no causal factor is identified with the reported event.